Event description:
It was reported that there were concerns this pacemaker was experiencing premature battery depletion (pbd). It was noted that the battery longevity had decreased from 7 years to 3.5 years within one year. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Currently, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that there were concerns this pacemaker was experiencing premature battery depletion (pbd). It was noted that the battery longevity had decreased from 7 years to 3.5 years within one year. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Subsequently, this device was explanted and replaced with a new device. No additional patient adverse effects were reported. This device was returned to boston scientific for analysis.

Event description:
It was reported that there were concerns this pacemaker was experiencing premature battery depletion (pbd). It was noted that the battery longevity had decreased from 7 years to 3.5 years within one year. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Subsequently, this device was explanted and replaced with a new device. No additional patient adverse effects were reported. This device was returned to boston scientific for analysis.